Manufacturer narrative:
The event date was approximated to december 20, 2019 (the date it was reported to bsc that the patient underwent several surgeries due to the device) as no specific event date was provided. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific mesh was implanted during a procedure performed on an unknown date. According to the complainant, the patient went through many surgeries after she got a bad bladder sling. Reportedly, the patient consulted another gynecologist and it was confirmed that her sling was the bad one. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.